Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with a 310cc mentor smooth round high profile saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On may 16, 2022, mentor became aware that 3500a submission reference number 1645337-2022-05644 is a duplicate of this report. Any additional event information, if received, will be submitted under this manufacturer's report number. Health effect - clinical codes were updated to include the patient's capsular contracture, originally reported under 1645337-2022-05644. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. After review of the information previously received by mentor, the date of explantation was updated from (B)(6) 2022 to (B)(6) 2022. Per the patient's hcp, the date of (B)(6) 2022 was when the actual replacement took place. Manufacturer¿s reference number: (B)(4). The explantation date was updated from (B)(6) 2022 to (B)(6) 2022.

Manufacturer narrative:
On june 27, 2022, a re-evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample sm hps dv 310cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two tears on the posterior view, measuring approximately 0.1 cm each. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample sm hps dv 310cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two tears on the posterior view, measuring approximately 0.1 cm each. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).